Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, errortest, rewind test, basic occlusion test, occlusion test, prime test,excessive no delivery test and displacement test or verify alarm due to blank display. Pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 169 mg/dl at the time of incident. Troubleshooting found that the pump came back on after a second battery change, but then alarmed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.